Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose after a device factory reset and temporary instruction to avoid meal announcements, including one event with a measured glucose of 23 mg/dl that resolved after treatment with orange juice and peanut butter crackers, with device low and urgent low alerts reported. Symptoms included lightheadedness and sweating. Outcomes included self-treatment without medical intervention, no assistance required, and no hospitalization. Investigation included complaint intake, user interview, and troubleshooting with education regarding meal announcing and consideration of another factory reset, with scheduling support offered to review use. Investigation of this case revealed an episode of hypoglycemia with unclear causation and no confirmed device malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and remains unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.